Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2013; 419388, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and it was noted an alert triggered due to high superior vena cava (svc) defibrillation coil impedance and right ventricular (rv) coil impedance. The alerts were programmed off and the physician is determining the next clinical actions. The rv defibrillation lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) defibrillation coil and superior vena cava (svc) coil were fractured. The lead was capped and not replaced.